Event description:
The surgeon performed a revision surgery on (B)(6) 2012 and has requested an explant analysis involving an adm duration pe liner. The initial reason for revision was the zimmer stem loosening risk but not the loosening cause is pe granuloma.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.